Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and failed the clip test due to grip cannot hold clips as reported by the customer.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not hold clips. The procedure was completed with no reported injury.